Manufacturer narrative:
Product analysis: model#: 24952b, serial/lot#: (B)(4): the remote monitor was returned, and analysis revealed that there was no complaint failure found; found error codes 2300 and 5704 in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was returned and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was smoking and overheating. The patient was advised to unplug the remote monitor. Troubleshooting steps were taken to no avail. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.